Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported as over (B)(6) years. According to the complainant, during the procedure, both mesh carriers of the mesh assembly were deposited into the obturator foramen. After sling placement, however, it was discovered that the mesh was twisted within the patient. The mesh appeared twisted after the carrier was deployed and would not stay flat underneath the urethra. The physician removed one of the mesh carriers from the tissue. During extraction of the carrier, the mesh became stretched out. The physician removed the entire mesh assembly from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".